Manufacturer narrative:
The pod was received not deployed. The data showed that the pod ran for 41 pulses and was deactivated after second prime. The data shows that during first prime, timeouts occurred in tandem with a failure of the rotational sensor to transition, indicating that a complete drive stall occurred. The high pulse width drive stall during priming resulted in the pod failing to deliver enough pulses to align the firing flat and release bar and allow the needle mechanism to deploy as intended during second prime. Rerun of the pod replicated the abnormalities. Inspection of the drive mechanism components found no damages or deficiencies that would result in a drive stall. Measurement of the shelf mode current (smc) of the pcb assembly found it to be out of specification. A power supply was used to energize each sma wire with 4.5 volts. The sma wires fully actuated and the hook talons successfully rotated the ratchet gear upon energizing the sma wires. Inspection of the pcb assembly found no visual damages or defects that would contribute to high smc. It could not be conclusively determined if this high smc contributed to the drive stall. The exact cause of the drive stall and subsequent failure of the pod to deploy could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported by the patient that the pod's cannula did not deploy indicating a needle mechanism failure. The cannula was not visible and the pink slide did not move forward.